Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer stated that it sounded like two instruments working against each other (bumping against each other). No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical (is) made multiple follow-up attempts to obtain additional information from the customer concerning the reported event with no success. This complaint remains non-reportable. If additional information becomes available, the complaint will be re-evaluated.